Event description:
A report was received from the field indicating that healthcare worker observed a clear liquid on a pouch after a completed cycle. After touching the liquid with her left hand, the contact site turned white and began to tingle. The worker washed her hands with hand soap and water for two minutes. When the worker arrived at home she began to vomit. The symptoms are now resolved. The initial reporter did not know if the vomiting episode was related to the h2o2 contact. Medical attention was not sought.

Manufacturer narrative:
This is capital equipment and was evaluated at the customer's site: per the asp field service engineer: the system functioned correctly, checked parameters and could not duplicate the problem. After returning to work, the worker inspected the chamber to see if there was any more liquid in the chamber. There was no more liquid, however, there was a white crusty substance in the chamber, on the rack, and inside the door of the chamber. There was no residue found inside the package. There is no residue sample available for evaluation. Cleaning procedures and load related information was not provided, only that the items were inside an asp sterilization pouch. Customer letter (B)(4) addressing proper instrument preparation prior to sterilization and the hydrogen peroxide material safety data sheet were sent and reviewed with the customer. The initial reporter stated the facility has the current version of the material safety data sheet for h2o2 cassettes.